Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Additionally, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusions alarms occurred. Reportedly, the customer declined troubleshooting. Customer reported that a1c was much higher than previously. However, exact blood glucose was not provided. The customer reverted to manual injections as alternate insulin therapy.